Event description:
It was reported that after the patient's second system was implanted she experienced an adverse change in bowel function, leading to "explosive diarrhea" and no control. The symptoms were present whether stimulation was turned on or off. The patient was taking medication for the problem and seeing two specialists. In (B)(6) 2011 the patient had part of her colon removed due to diverticulitis and spent three months in the hospital. The patient believed that the neurostimulator had been turned off since the hospitalization. It was noted that the patient had not tried reprogramming and other diagnostics had not been performed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3093-28, lot# v588865, implanted: (B)(6) 2010, explanted: na, programmer: model 3037, serial# unknown.